Manufacturer narrative:
This complaint has not ben confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Consumer called to complain that he is on his second package. How come after several weeks they all fail apart? It is terrible design and I an not going to continue to spend $(B)(6) for another package every single time.